Event description:
(B)(4) has received an end user complaint about a transport chair he bought from (B)(6). The chair was originally imported and distributed by (B)(4). It was alleged that the end user opened the transport chair by pushing the seat down with his left hand inside. Allegedly, his left hand got jammed in between the seat and the side of the frame, causing bleeding. The claimant saw his pcp and had his hand cleaned and bandaged. A few days later, the claimant visited ER due to possible infection. X-rays were done but did not show any broken bones. On (B)(6) 2011, the claimant's wife informed (B)(4) that her husband went to hospital for 9 days with a "massive, systemic (B)(6)", and consequently passed away. This MDR report is based on the end user complaint.